Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted customer troubleshoot over the phone the dxc 700 au clinical chemistry analyzer. The cts advised customer to inspect the probes, syringes, and replace if worn. The customer replaced the r1 (reagent 1) probe and r1 syringe to resolve the issue. Due to multiple part interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a part malfunction was the cause of this event. System resumed normal operation. System performance was verified, without further issues. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is case (B)(4).

Event description:
The customer reported the generation of erroneously low patient result for sodium (na), potassium (k), glucose (glu) and magnesium (mg) on their dxc 700 au clinical chemistry analyzer. The customer did not provide patient demographics, and the number of patient samples affected is unknown. There was no report of change to treatment, injury, or death associated to this event.